Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unk detailed description of event: hospital. This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: the pouch was detached from the support wire and could not be opened during the procedure. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. The bag was not returned. The unit will be returned to amr for further evaluation. Admin #(B)(4). Products available for return: 1 package, 1 introducer. Patient status: no patient injury. Type of intervention: the case was completed with the new one.

Event description:
Procedure performed: unk. Detailed description of event: [name] hospital this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep the pouch was detached from the support wire and could not be opened during the procedure. The case was completed with the new one. Initial investigation report the event unit was returned to us and visually inspected. The bag was not returned. The unit will be returned to amr for further evaluation. Admin #(B)(4). Products available for return: 1 package, 1 introducer. Patient status: no patient injury. Type of intervention: the case was completed with the new one.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the tissue bag falling off the metal supports as the tissue bag was not returned with the event unit. Based on the condition of the returned unit, it is likely that the actuator was retracted prior to full actuation, which resulted in the bag falling or partially slipping off the supports. It is also possible that a force was exerted on the bag, causing it to fully slip off the supports. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.